Event description:
It was reported that surgery was delayed due to a fracture of instrumentation during implantation.

Manufacturer narrative:
The likely cause of the fracture is overload forces in excess of the material's strength, leading to fracture.